Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found no issues with the device. Additional information was requested regarding this event. This report will be supplemental upon completion of investigation or if additional information becomes available.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope had looseness in the instrument channel port. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.